Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and severely tortuous left radial vein. The 5.0 x 40/80 (4f) sterling balloon met some resistance while crossing the chronic total occlusion. The device ruptured at 12atms upon the fourth inflation (1st inflation: 7atm/60sec; 2nd inflation: 8atm/60sec; and 3rd inflation: 10atm/60sec). The device was removed from the patient intact. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).